Event description:
It was reported that patient went in for trial lead pull and a csf leak was discovered as lead was pulled out. Patient experienced a headache, which subsided following the lead pull.